Event description:
It was reported that a user experienced hyperglycemia while using the ilet following an event with a snack and low insulin in the ilet, after which the user performed a supply change and subsequently observed persistently high glucose readings on both the ilet and the paired cgm until a fingerstick confirmed 366 mg/dl and a cgm calibration aligned readings, after which glucose trended downward. Symptoms included thirst, sweating, and fatigue without loss of consciousness or hospitalization. Outcomes included no professional medical intervention, no backup therapy beyond routine care, and downward trending glucose after calibration and continued ilet insulin delivery. Investigation included review of device data trends, guided fingerstick verification, and cgm calibration troubleshooting and education. Investigation of this case revealed that hyperglycemia was associated with recent carbohydrate intake, delayed insulin action post supply change, and cgm inaccuracy prior to calibration, with device insulin delivery functioning after the supply change. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.